Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with injections of reflin (1 gm, once a day and route of administration not reported), injections of tobramycin (20 mg, once a day and route of administration not reported) and injections of heparin (25000 I. U (international units) 0.5 ml/exchange, frequency and route of administration not reported) for peritonitis. The patient¿s outcome was unknown. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.